Event description:
It was reported that pump showed charging issue where screen displayed full charge when battery level was much lower. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.